Event description:
During a robotic right hemi colectomy, the surgeon went to place the camera arm into the port. When attempting to place the camera the clear piece of the endo seal cap came disconnected and almost fell into the port. Surgeon caught the piece prior to the piece making it into the patient's abdomen and seal was removed from field and new seal is being used. Patient was not affected. FDA safety report ID # (B)(4).